Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported by the physician that he placed the catheter in a male patient (pt.) He alleged the pt had an anaphylactic response. Pt coded, blood pressure dropped to 30. The physician was able to revive the pt. However, pt. Suffered a myocardial infarction. The pt is currently alive, but in critical condition. Pt. Had a rash in response to chloraprep used prior to insertion before surgery. The physician also used povidine iodine to prep for the insertion of the catheter. The pt. Received two drugs which are versed and fentanyl. As a result, the catheter was removed and replaced with an uncoated catheter. The catheter was discarded and the lot number was not recorded. The physician informed the sales rep approx. An hour later, the pt. Was just extubated and appeared to be doing well. The physician will have the pt undergo a skin test by an allergist before he returns for surgery to be sure it was not the fault of the versed or fentanyl, although the physician was doubtful this was the case.